Event description:
Pt was receiving hemodialysis in 2007. Vital signs and insertion sites are checked every 15 minutes. Checks had been completed, 13 minutes later an alarm on the dialysis unit began to sound. The nurse went to the bedside and pulled the blankets off of the pt, finding her in a pool of blood later estimated to be 400 cc's. The nurse observed a disconnect between the catheter and the machine. She immediately closed the clamp on the catheters and a code blue was called. IV fluids and blood were administered rapidly; however, these efforts were not successful. The pt expired. The pt had an extensive cardiac and pulmonary underlying disease. The physicians caring for the pt had advised the pt as well as the family in the days proceeding this event that her cardiac condition had worsened and he felt that she would not survive much longer. Full disclosure to family. Investigation after event: pt had a medcomp 14fx28cm split-cath iii in place. The venous -blue- port plastic cap had been replaced thirteen days earlier, using medcomp repair kit. The disconnect occurred at this site. The new cap came off of the pt's dialysis catheter. The disconnect did not happen at the site that the dialysis machine tubes connected to the pt's dialysis catheter.